Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no harm reported.

Manufacturer narrative:
Additional fields: e1(event site state: wa, event site postal code: (B)(6)). It was reported that cardiosave intra-aortic balloon pump (iabp) helium leak. A getinge field service engineer evaluated attended the site and located the system to be repaired, refitted new o-ring(d354-00-0208) performed all manifolds test/leaks test. Unit was returned back to service.no patient involvement.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.